Event description:
On (B)(6) 2012, the patient questioned the efficacy of her insulin since her high blood glucose did not abate with insulin intake via the animas insulin pump or syringe. The patient's blood glucose reading was 408 mg/dl at 4:50 am this morning. She reportedly reinserted her new infusion set and took 7.2 units of bolus insulin via the subject pump. At 7:25 am, her blood glucose was at 422 mg/dl. She then took another bolus correction of 8.2 units via pump only to have her blood glucose read 483 mg/dl at 10:15 am. Her blood glucose eventually resolved to 336 mg/dl after she took 10 units of insulin via syringe at 10 am. At 1:20 pm when the patient's blood glucose was at 336 mg/dl, she took another 10 units of insulin via syringe. She questioned the efficacy of the insulin since her blood glucose was still at 306 mg/dl at 3:20 pm. At the time of concern, the patient had symptoms described as "nausea and fatigue." Troubleshooting revealed the animas pump setting were programmed accordingly. There were no alarms associated with the alleged incident. The patient denied any issue with scar tissue. The insulin that the patient used, apidra, was not cloudy. The patient had an appointment with her hcp to discuss different infusion set. At the end of the call to animas, the patient indicated she will try a different vial of insulin to see if the issue will resolve. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient had elevated blood glucose of 483 mg/dl with symptoms that can be suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a black box review contains no information from the reported failure date, it was overwritten due to the continuous use of the pump, no activity outside normal use observed in the available data. Total daily insulin deliveries add up correctly and reveal the user's programmed basal rates target. The pump powers up, and was exercised for 24 hours, no alarms occurred during testing. The pump passes a 29 hour flow accuracy test and found to be delivering within specifications. Opened the pump, the power flex and the force sensor circuit were tested for intermitting conditions or damage, no defects were found, no moisture ingress observed inside.